Manufacturer narrative:
Device not explanted. Tavi performed.

Event description:
Received information from sure avr registry about subject: (B)(4), a (B)(6) -year old, female patient. On (B)(6) 2011, a mitroflow lxa21 was implanted via median sternotomy. No concomitant procedure was performed. The site indicated ae 1 - valve related serious adverse event: non-structural dysfunction / other non structural dysfunction: early degeneration of the aortic valve prosthesis. Mixed valvulopathy complicated by systolic-diastolic left ventricular failure, that occurred on (B)(6) 2015. The site indicated ae 3 - reintervention / other: degeneration of the valve / transcatheter valve replacement, that occurred on (B)(6) 2016. Upon review of the sure-avr database a second sae occurred. Sae 2 - cancer: adenocarcinoma of the cardia, which occurred on (B)(6) 2017. This event was deemed not device related by the site.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(6), , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
The manufacturer has made several attempts to retrieve additional event information and has not received any follow-up. Because the device is not available and no additional information was received no further investigation is possible at this time and the root cause of the event cannot be determined. Based on the information available the patient re-intervention was consequent of a structural valve deterioration leading to valve insufficiency. The root cause of this structural valve deterioration is unknown. If additional information is received the manufacturer will reassess the investigation.